Event description:
It was reported that the leads were removed due to apparent fracture. Both leads tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.